Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet user, who had been using backup therapy, experienced hypoglycemia associated with missed or incorrect meal announcements due to prior fear of lows, which led to under announcing meals and subsequent blood glucose readings reportedly below 40 mg/dl; the event involved user operation of the meal announcement feature and was attributed to announcing incorrect meal sizes. Symptoms included hypoglycemia. Outcomes included minor injury of hypoglycemia resolved with oral glucose and no lasting health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem, with a usage problem identified related to the user interface and meal announcement process. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.